Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record found no significant anomalies. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the mentolabial sulcus. Prior to the injection, the patient was prepped with lidocaine and prilo cream. Post injection, the patient was given thrombophob cream. On the following day, the patient developed a bruise at the mentolabial sulcus and after 24 hours, the bruise increased in size and color. Patient was treated with hyaluronidase at the injection site. Symptoms resolved a week later.